Event description:
Sorin group received a report that the cardioplegia pump stopped twice during a procedure. There was a patient injury and surgery was not prolonged due to the incident.

Manufacturer narrative:
The manufacture date was not available and will be submitted in a follow-up report. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group received a report that the cardioplegia pump stopped twice during a procedure. There was no patient injury and surgery was not prolonged due to the incident. A sorin group field service representative was dispatched to the facility to investigate. During initial testing, the field service representative noted abnormalities in the pump flow consistent with over-occlusion of the rollers. The field service representative removed the tubing from the raceway. The issue was resolved. Further testing included running the pump over the weekend with no issues. There have been no additional equipment complaints reported by this customer. No further action is deemed necessary. The instructions for use, section 5 state "correct adjustment of the pump occlusion is an essential requirement for operating the s5 system".